Event description:
An initial event notification was received by united therapeutics drug safety on 07-may-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 08-may-2026. It was reported that the patient was hospitalized and requested remunity pump replacements. No information was provided regarding a specific reason for the hospitalization or type of device issue.

Manufacturer narrative:
Based on the information available for assessment, it is unknown if the patient's hospitalization is related to the use of the remunity system. Therefore, this event is being reported out of an abundance of caution. The onset of the product problem and hospital addmission date were not provided; therefore, the date of event (section b3) was not provided in this report. Efforts to obtain additional information from accredo specialty pharmacy are ongoing. Any new information, relevant to the reported event, will be provided in a follow-up report. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further evaluation.